Event description:
It was reported that as the surgeon was tightening pedicle screw for post l2-s1 fusion, two drivers tips broke. There are no pieces to retrieve and the surgery was completed with another driver. No adverse event to the patient. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that approximately 4-5mm of the distal tip on both returned screwdriver shafts have sheared off. The failure pattern on both returned devices shows a distinct counter-clockwise helical shear path consistent with the application of excessive loosening torques. Design evaluation revealed that the tips of the devices were designed to optimize the torsional strength for a non-retaining driver. The profile was based on a synthes standard for an sd25 recess, except it has additional material between the lobes for added strength. The design of the mating recess enables this optimization. In order to ensure non-retention, the tip profile is constant for the length of penetration into the mating recess. It is made of a stainless material (x15tn) that is appropriate for this application per astm f899 specification for wrought stainless steels for surgical instruments. In a synthes laboratory test (mt11454) for matrix t25 screwdrivers, yielding occurred at approximately 15nm, and shearing occurred at greater than or equal to 20nm. This suggests that the returned devices were subjected to torque as high as 20nm. The technique guide j9699 mandates the use of a 10nm torque limiting handle for implants that were previously final tightened. The condition of the returned devices suggests that this technique was not followed. The risk analysis ((B)(4)) adequately addresses the risk associated with this complaint condition of a broken driver during insertion or removal as less severe with a moderate severity of harm 3 and a revised improbable probability of occurrence 1. (B)(4). These devices are used repeatedly so the actual complaint rate based on usage would be significantly lower. The returned devices must have been utilized in a manner inconsistent with the recommended technique (with torque limiter). The matrix technique guide j9699 as well as other product support information fully illustrates the proper method of tightening and loosening a matrix locking cap using a 10.0 nm torque-limiting handle. In order to cause a t25 driver to fracture, torques in excess of 15 nm must have been applied. Since this is impossible to achieve with a matrix 10 nm torque-limiting handle, the damaged devices must have been utilized in a manner inconsistent with the recommended technique. Therefore, the complaint is invalid from a design perspective.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.